Event description:
It was reported that a month post implant the device was not collecting data. It was noted that no atrial lead was implanted and that implant detect had not manually been turned off. Implant detect was turned off and the patient has another follow up visit scheduled to verify the device is collecting information appropriately. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.